Event description:
It was reported the patient has fallen on a couple of occasions. Since falling, the patient has experienced inadequate stimulation. An impedance check revealed all low contacts. X-rays were taken and one of the patient's leads was found to have pulled out of the ipg header. The patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.